Event description:
Patient reported that he has been using v-go device for about 18 months without any concerns and in (B)(6) 2021 he began to have problems with his v-go device not staying attached to his abdomen. Patient reported that the v-go becomes detached under various circumstances including when patient is taking a hot shower as well as day to day activities. Patient removes and replaces his v-go with a new v-go device when the v-go becomes detached.